Event description:
It was reported that the tubing was noted to be leaking at the spike and bag while infusing ivf through a patient's PICC line in the nicu. There was no harm.

Manufacturer narrative:
The customer report that the tubing was leaking at the spike and bag was not confirmed based on inspection and testing performed on the as-received set samples. Testing performed on the primary set using a lab infusion bag observed no leak or any issues. Pressure testing of the primary set also observed no leak or issues the root cause of the customer's report was not identified.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation. Although requested, patient demographics not provided.

Event description:
It was reported that the tubing was noted to be leaking at the spike and bag while infusing ivf through a patient's PICC line in the nicu. There was no harm.